Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during automated peritoneal dialysis(apd) therapy, resulting in peritonitis. The peritonitis was manifested by abdominal spasm, fever, and cloudy effluent. It was reported the patient disconnected from the apd machine and placed the incorrect cap, a minicap, at the end of the disposable set, subsequently this incorrect cap fell off of the disposable set. The patient then reconnected to the apd machine, which led to the event of peritonitis. The patient was not hospitalized for peritonitis. Also that same day, the patient started treatment with cefazolin 1000mg once a day (route and duration not reported) and na-heparin 500 iu/l daily (route and duration not reported) for peritonitis. Five days after the event onset, the cefazolin and na-heparin were discontinued. The following day, the patient was started on curam-duo amoxicillin 875mg and clavulanic acid 125mg; 2x1 tablet per day (route and duration not reported) for peritonitis. Fourteen days after the event onset, the patient had recovered. The following day, the curam-duo was discontinued. Dianeal and extraneal therapies remained ongoing. No additional information is available.